Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer called to report that there were no strings attached to the tampons. No injury was reported.